Manufacturer narrative:
Catalog #: cylinders and pump, reservoir 72402970. Serial #: cylinders & pump, reservoir (B)(4).

Event description:
On (B)(6) 2003, an ipp was implanted. On (B)(6) 2009, the entire device was removed and replaced due to the pt complaint that the device failed to inflate. No erosion or infection noted. No pt complications were reported.